Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastrointestinal procedure, the device was loaded properly but the needle would bend on the reload and pop off. No adverse events have been reported.